Manufacturer narrative:
Section h6 completion of investigation: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Pal k, young c, sheth r, kuban j, gupta s, chen s. Outcomes of carotid covered stents in cancer patients: a retrospective analysis. J neurointerv surg. 2024;16(suppl 1): a228. This retrospective study evaluated the safety and efficacy of gore® viabahn® endoprosthesis (viabahn endoprosthesis) placement in the carotid artery, compared within standard endovascular management without explicit non-gore device comparators. The study included 8 patients undergoing 10 procedures with implantation of 14 viabahn endoprosthesis between september 2016 and february 2024. Patients had cancer-related vascular complications, predominantly squamous cell carcinoma (6 patients), with additional cases of papillary thyroid carcinoma and chronic myelogenous leukemia with takayasu arteritis. All patients had prior chemotherapy and most had radiation and surgery to the head and neck. Procedures included endovascular viabahn endoprosthesis placement for carotid blowout, pseudoaneurysm, and symptomatic carotid stenosis, following clinical and imaging evaluation including balloon test occlusion where applicable. Technical success metrics were not explicitly quantified, but all intended viabahn endoprosthesis were deployed across 10 procedures. Median overall survival was reported as 172 days, and median complication-free survival was 153 days. Device-related complications included 1 stent infection, 1 rupture, and 4 thrombosis events; remaining viabahn endoprosthesis were reported patent, although those patients died within 6 months of placement. No predictors of complications were identified on univariable analysis. The study highlights that viabahn endoprosthesis use in this high-risk oncologic population is associated with notable complication rates and limited survival despite maintained patency in some cases.